Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse was able to confirm the error by reviewing the printouts saved by the customer. The issue was reproduced by performing a run with tosoh controls. The fse noticed that the diluent flow appeared to be a bit weak when priming. A system maintenance was performed which included replacing the diluent pumps. The diluent flow was much stronger after replacement. The quality controls (qc) ran and were within specifications. The customer l1 controls were verified to be within cv range. The aia-360 instrument is functioning as expected. A 13-month complaint and service history review for serial number (B)(4) from 14dec2018 through aware date 14jan2020 was performed for similar complaints. There were no similar complaints identified during the search period. A 13-month complaint and service history review for e2 reagent pack lot number j712937 & j712938 from 14dec2018 through aware date 14jan2020 was performed for similar complaints. There were no similar complaints identified during the search period. The st aia-pack estradiol (e2) analyte application manual states the following: evaluation of results quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: - after calibration, three levels of controls are run in order to accept the calibration curve. - the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). - after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The probable cause of the reported event was due to failure of the diluent pump.

Event description:
A customer reported seeing lot to lot variation between two lots of estradiol (e2) on past patient sample results on the aia-360 instrument. The patient results were used for determining variation between lots of assays. The customer stated this issue only occurred with the e2 assays. The customer used e2 lot j712938 and then began a new lot of e2 j712937. The patient sample was poured into a plastic transfer tube and placed in refrigeration. The customer later calibrated the new lot of e2 j712937. All quality controls (qc) were in range for e2 j712937. The customer removed the refrigerated e2 sample from the refrigerator which was 4 days old and was not frozen. The customer did this same testing with a few other e2 samples handled the same way. The results all demonstrated a significant decrease in e2 results, but in all cases the qc results remained stable and in range. The customer performs this same testing procedure on all assay lot changes and only results had this issue related to lot changes. A technical support specialist (tss) suggested that the customer use the new lot of e2 j712937 and run a n=10 precision run on a patient sample for e2 <100. Then to take that sample used for the n=10 and place it in a glass red top tube and to freeze the sample not just refrigerate it. Wait 3 or 4 days to then thaw and re-run using the same test cup lot. The customer ran the e2 precision. The cv% was outside of tosoh published values. Customer also stated that they were now seeing imprecision on other additional assays ran a field service engineer (fse) was dispatched to investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.